Event description:
Per the clinic, the patient experienced sudden loss of sound with the device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, july 01 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jul 13, 2021

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 3 august 2020.